Manufacturer narrative:
(B)(4). The rt340 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. The complaint device is en route to the manufacturer. We will provide a follow up letter upon completion of our investigation.

Manufacturer narrative:
(B)(4). The rt340 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Method: the complaint breathing circuit was returned to the manufacturer and visually inspected and pressure tested. Results: there were no damages observed on the complaint breathing circuit. The pressure test revealed the complaint breathing circuit to be within specification for this product. Conclusion: no fault was found with the returned complaint breathing circuit. All rt340 breathing circuits are pressure tested for leaks prior to distribution and those that fail are rejected. The user instructions supplied with the rt340 breathing circuit state: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms;

Event description:
A hospital in (B)(6) reported that an rt340 adult dual heated evaqua breathing circuit failed the ventilator leak test before use.

Event description:
A hospital in (B)(6) reported that an rt340 adult dual heated evaqua breathing circuit failed the ventilator leak test before use.